Event description:
On (B)(6) 2022, neotract was made aware of a successful prostatic urethral lift (pul) procedure that was performed on that day. During the procedure, it was reported that as the physician removed the device from the sheath, a metal piece of the device¿s shaft cut the glove and hand of the physician causing a puncture to his skin. It was reported that the physician received a "preventative bloodwork analysis right after the case". Investigation of the returned device on 4 october 2022 revealed one of the tab features of the shaft was bent and out of specification, however the cause of the bent tab was unknown. There was no patient impact reported.